Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient had been having a lot more problems just lately and have had a loss of therapy. They clarified that they haven't been having good symptom relief, and says it started around christmas time ((B)(6) 2018). They reported having a fall around the same time. Patient stated that stimulation was showing as off, and they were on program 2 at 1.1v. It was reviewed to turn therapy on as therapy needed to be on to be effective. Patient turned therapy on and felt stimulation. They mentioned they have been visiting people in the hospital, so they could have been around emi. Patient then mentioned the reason they were on program 2 was because they had a previous loss of therapy in the past when on program 1 which was sometime in 2018 so they moved to program 2. Patient was given assistance on lowering stimulation to 0.5v. Patient then turned stimulation back up to 1.3v and reported feeling stimulation. Patient was going to try this setting, and will also follow up with hcp if ithis didn't resolve the issue. No further complications were reported or anticipated.